Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument shaft will not engage the reamer. Mechanism was not locking. This did not occur during surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "the instrument was reported for unknown reason. Did not happen in surgery" and "event description: this shaft will not engage reamer. Mechanism isn¿t locking". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the hex tip deformed of the reclaim dist reamer extension. Additionally, the overall device surface had signs of normal usage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like assembling the mating device in a misaligned position or by improper handling or care. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was unable to be performed as the mating component was not returned for evaluation. However, based on the observed condition of the hex tip, it is reasonable to confirm the reported allegation, as a deformation may had prevented to lock or unlock the device attachment with its mating device (reamer). The overall complaint was confirmed as the observed condition of the reclaim dist reamer extension would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name). Corrected: h3.